Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to claim that on (B)(6) 2014 patient experienced possible detached sensor wire. Patient reported after insertion, patient could not locate the sensor wire. No medical intervention was required.